Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the placement of the foley catheter, the sterile water leaked from the connection between the syringe and the valve. The water leaked from the valve connection.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo shows a top view of one 2-way catheter. The second photo shows the inflation and drainage arms. The third photo shows the deflated balloon and tip. The last photo shows the catheter's cap. Received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated the balloon with inhouse syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), no leaks were noted at the connection between the syringe and the inflation arm or valve. The balloon concentricity was within specification and the catheter rested with no leaks. Connected the inhouse syringe and the balloon passively deflated in one minute and 23 seconds with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, label and device history review are not required. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the placement of the foley catheter, the sterile water leaked from the connection between the syringe and the valve. The water leaked from the valve connection.